Manufacturer narrative:
Field service specialist visited the account and smelled odor from enclosed power supply on computer. Replaced power supply assembly and tested the equipment. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrections: health professional is being corrected to yes for the initial medical device report (MDR). Health professional was not included in the initial MDR. Evaluation: operation problem for results is being corrected to power supply for the initial MDR. All pertinent information available to the abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported the computer was not functioning and the power supply fans were not operating. Customer saw smoke coming from back of the computer upon powering up the wavescan for use. System shut down.